Event description:
Customer reported meter results of 275 mg/dl on the advantage system and 126 mg/dl on a professional system within 10 minutes; results of 261 mg/dl on the advantage system and 131 mg/dl on a professional system within 10 minutes. Also reported meter results of 299 mg/dl on the advantage system and 90 mg/dl on a professional system within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.